Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received an "off no power" alert and did not receive a low battery alert prior. Customer's blood glucose was 7.9 mmol/l. Customer reported that insulin pump had been dropped in the past. Customer reported that battery compartment was cracked. Customer was advised that insulin pump would need to be replaced.